Event description:
The customer reported that the sensor tape wasn't sticking properly. Thr customer also reported experiencing high blood glucose levels in the range of 400 to 500 mg/dl, which he treated with manual injections. Blood glucose level at the time of the incident was around 390 mg/dl. The customer was sent a tape kit and will monitor the device, the customer will not return the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.